Event description:
It was reported that the patient experienced a loss of therapeutic effect. The patient started urinating more frequently ¿a couple days¿ ago and also had stimulation in the rectum area that was sometimes painful. The patient noted that some stool had come out when she was urinating. The patient switched from group 1 to 2. The patient was going to try the settings and call back if needed. Additional information was received nine days later that reported the patient had experienced increased urgency the past two days. The patient was on program 2 at 0.4 v and stated she had already tried increasing stimulation but it hadn¿t helped her symptoms. The patient stated she was feeling some pain and had been getting a lot of yeast infections in the past month. The patient also noted she had interstitial cystitis. The patient adjusted stimulation to program 3 at 0.8 v. The patient was going to call her physician to set up an appointment. Five days later information was received that indicated the patient was still having concerns regarding her device or therapy, but she had an appointment (B)(6) 2013 with her physician. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va03gdq, implanted: (B)(6) 2013, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Information reviewed indicated that patient was feeling very uncomfortable with stimulation going through their rectum. It was later reported that when patient urinated it was irritating.

Manufacturer narrative:
(B)(4).